Manufacturer narrative:
The reported product has been returned and is pending investigation. A follow-up report will be filed once additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse and an adc sales representative reported that on (B)(6) 2018 while the health care provider (hcp) was going through the normal insertion process with a patient the adc freestyle libre sensor failed to activate so the hcp removed the sensor. Upon removal of the sensor it was discovered that the sharp had remained in the patient¿s arm. The hcp removed the sharp from the patient¿s arm, treated the area prophylactically with an unspecified ¿antibiotic ointment¿ and bandaged the wound. The patient was also advised to take ibuprofen for any pain and/or swelling. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor and no issues were observed. Sensor data extraction was successful. Sensor was found to be in state 1 (storage state). Since the applicator and sensor pack was not returned, extended investigation has been performed. Investigated for the insertion-6 complaint has determined that there was no indication that the product did not meet specification. Sensor kit dhrs have been reviewed to assess the manufacturing process, and no anomalies were found that affected insertion of the sensor via the sharp. As this complaint relates to the sharp, dose audit reports and environmental monitoring have not been reviewed since the complaint is a sharp insertion issue, and not related to sterility, bioburden, or endotoxin issues. A tripped trend review was completed and shows no trips for insertion-6 and libre pro sensors.

Event description:
A nurse and an adc sales representative reported that on (B)(6) 2018 while the health care provider (hcp) was going through the normal insertion process with a patient the adc freestyle libre sensor failed to activate so the hcp removed the sensor. Upon removal of the sensor it was discovered that the sharp had remained in the patient¿s arm. The hcp removed the sharp from the patient¿s arm, treated the area prophylactically with an unspecified ¿antibiotic ointment¿ and bandaged the wound. The patient was also advised to take ibuprofen for any pain and/or swelling. No additional treatment was reported. There was no report of death or permanent injury associated with this event.